Event description:
During a routine pump replacement procedure for normal battery depletion, the physician found in the pump pocket that the existing catheter was crimped or kinked and had a hole in it. The catheter would not aspirate. The damaged portion of the proximal segment of the catheter was replaced and then connected to the new pump after it was primed on the back table. There was not a pocket of fluid in the pocket when the pocket was opened. The patient¿s dose was reduced following the procedure. The device system was delivering hydromorphone and bupivacaine. Patient symptoms prior to the event and the event outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n174310019, implanted: (B)(6) 2008, product type: catheter. (B)(4).